Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under complaint-(B)(4). The device was returned to a regional service center (rsc) for evaluation. A review of the device's service log revealed that a low no alarm occurred in conjunction with zero flow measured by the connected injector module (im). Although identified in the service log, the rsc did not experience low no during performance testing. Further inspection of the returned device identified that pin 5 of the dsir plus head's im cable receptacle was damaged. The root cause for the low no was due to the damaged im cable receptacle pin. As a result, the device's im cable receptacle was replaced. This condition will be tracked and trended through the company's quality system. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a customer from the us reported a low nitric oxide (no) condition with inomax dsir (B)(4). The device was in use on a patient at the time of the event, however no impact or harm to the patient reported. Inomax (B)(4) was removed from service and returned to the company for service evaluation. On (B)(6) 2019, mallinckrodt was notified that there was a damaged/recessed im receptacle pin 5 on the head of dsir (B)(4) and confirmed through the service log that a low no alarm with 0 im flow through the im had occurred.